Manufacturer narrative:
No report of patient involvement.

Event description:
The hospital reported an error that results in a loss of mechanical ventilation. There was no report of patient involvement.